Event description:
It was reported that the pulse generator firmware upgrade was attempted but went into back-up vvi mode. The device was restored to the previous setting. The firmware upgrade was elected to be not performed. The patient did not experience symptoms from this event.